Manufacturer narrative:
Investigation results will be provided in final report.

Event description:
It was reported the patients ipg was inoperable. As a result the ipg was explanted and replaced. Surgical intervention addressed the issue.